Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of peritonitis in patient coincident with dianeal pd4 therapy. During a call with baxter customer services (bcs), the following information was reported. On (B)(6) 2012, the patient experienced abdominal pain and cloudy effluent and was hospitalized for the events. During hospitalization,the patient experienced peritonitis manifested by abdominal pain and cloudy effluent. The patient was treated with unspecified antibiotics. The patient has not recovered. The event of peritonitis was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is no device malfunction or use error.